Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 for 5 days, they were again back to hospital for 4 days on an unknown date with blood glucose over 700 mg/dl. Customer's current blood glucose was 700 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was not used at the time of high blood glucose event. Customer stated they had to stop insulin pump as they were running out of supplies. The insulin pump will not be returned for analysis.